Event description:
Boston scientific received information that the pulse generator and lead were being relocated from the left side to the right side due to the need for radiation therapy to the left chest area. After the procedure, the threshold increased. The physician has elected to replace the whole system. There were no further adverse effects reported. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality document confirmed a regular device manufacturing.